Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.

Event description:
Implant was placed 7/17/96 and removed 3/10/97.